Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that per-leak occurred. A watchman ® laa closure device & delivery system was implanted in left atrial appendage (laa). Approximately one year after implantation a peri device leak was detected by the non-implanting physician. It was noted that on the CT there appeared to be dye behind the device. The physician has put the patient back on oral anticoagulants and xarelto for stroke prophylactic.